Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Report source: (B)(6). (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6), 2019. Reportedly, on (B)(6), 2019, the patient's cyst was measured using computed tomography (CT) imaging and was confirmed to be 122mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. On (B)(6), 2019, the patient's cyst was again measured using CT imaging and was confirmed to be 25mm in diameter. The stent was placed as part of the e7121 axios japan post market survey trial. According to the complainant, during a per-protocol stent removal procedure performed on (B)(6), 2019, the stent moved during attempted removal. Removal was attempted two or three times before the stent was successfully removed. There were no patient complications reported as a result of this event.